Event description:
Dr. (B)(6)reports infection occurred after placement of the pleurx catheter. The pleurx catheter was placed in the patient on (B)(6) 2013 for recurrent malignant pleural effusion and a trapped lung.  The male patient leaked around the tube after surgery. The patient was admitted on (B)(6) 2013; the catheter site was infected and pleural fluid was growing (B)(6) and enterobacter. The following additional information was provided by the physician (dr. (B)(6)) on (B)(6) 2013: the patient has chronic obstructive pulmonary disease, sleep apnea, chronic kidney disease, radiation pneumonitis, diabetes mellitus, coronary disease, and hypertension. The patient is not receiving any treatment for his malignancy. The physician indicated that there was no difficulty noted at the time of catheter placement and there was no defect noted during placement or during the time the patient had the catheter in place. The only thing that the patient experienced is the leaking that occurred around the tube after surgery. The leaking resolved on its own. The patient and his wife noted the copious serous drainage stopped and then creamy green exudates appeared around the tube. The physician believes the patient was compliant with proper technique during drainage sessions. For treatment of the current infection, the patient was hospitalized for 7 days. The physician removed the pleurx; the tract was infected. The patient is currently being treated with intravenous ertapenem for 4 weeks, and then chronic antibiotic suppression. The patient had a superior pleural fluid collection that did not appear to be in contact with the space drained by the pleurx; this fluid was drained and was sterile. The physician indicated that the patient is currently alive and at home on home hospice. The physician indicated the catheter was not saved when it was removed. Dr. (B)(6) wants to know if a problem was detected with the specific lot number or if any changes to the catheter have taken place in recent months. On (B)(6) 2013, dr. (B)(6) indicated that another catheter was not placed in this patient. The physician further indicated that the physicians' practice is to create a tunnel approx. 15cm in length for placement.

Manufacturer narrative:
(B)(4). Investigation summary: a complaint sample was not provided for evaluation. Consequently, the quality of the product could not be evaluated in regards to the reported condition. A review of applicable manufacturing, inspection, and packaging procedures did not identify any issues that may have contributed to the reported condition. Every catheter assembly kit is subjected to sterilization processes that exceed current industry standards. Any failures would be immediately culled from production and scrapped. In addition, no issues were found during review of the internal production records for the lot indicated that could result in the reported condition. This includes review of all raw material history files, sterilization batch records, and components used during the manufacture of the lot involved. A definitive root cause could not be identified as a complaint sample was not provided for evaluation. A thorough review of the instructions for use (IFU) provided with the product was performed. The review found that the IFU is robust enough and directs the user of the product on the proper technique and proper depth for the placement of the catheter. Appropriate feedback will be provided to the user of this product regarding labeled instructions and precautionary warnings related to the use of this device. The manufacturing plant will continue to monitor this issue to identify the need for any further actions.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow-up medwatch will be submitted.